Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had inaccurate reference.

Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 190 to 230 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call not fasting ((B)(6)2015; 11:38am) with results of 521 mg/dl and 525 mg/dl. Verified storage of test strips is within specifications. Test strip lot MFR's expiration date is 09/03/2017 and open vial date is less than two months ago. Recall test results performed fasting from meter memory: adverse event not reported.